Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump time was incorrect, cause was unknown. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy. Customer's blood glucose was approximately in the 200s mg/dl range.